Manufacturer narrative:
Voluntary medwatch number mw5108663 was received on 13may2022. Patient and device information was requested but was unable to be provided. Manufacturer's investigation conclusion: the reported low flow alarms and potential pump stop could not be confirmed, as no log files were submitted for review. Additionally, a direct correlation between the device and the reported lightheadedness and dizziness could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Furthermore, both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including pump stop alarms. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Medwatch was received that states that on (B)(6) 2022 the patient had ongoing pulsatility index (pi) events with alarms prior to controller exchange. The patient had low flow alarms in the morning with a loss of the green power light on the controller. The patient was symptomatic with lightheadedness and dizziness. A controller exchange was completed and it was thought that the loss of the green power light indicated the pump was stopped. Per log files from the event the pump didn't stop until the driveline was disconnected from the controller. The patient's therapy was still ongoing. Related manufacturer report number: 2916596-2022-11078.